Manufacturer narrative:
The complainant was contacted for the return of the device. The customer has responded and indicated the device was repaired at their facility, placed back into service and the parts were disposed.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 38" message. Complainant indicated that there was no patient involvement in the reported malfunction.